Manufacturer narrative:
Findings: unit function properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, test and all operating current measurement were normal. Pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that the insulin pump was not working. The customer did not troubleshoot, but returned the product for analysis.